Event description:
The manufacturer received information alleging a ventilator's boards were melted. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's system board and power management were replaced by the customer prior to returning for evaluation. During the evaluation a component on the front panel was found to have thermal damage. The device's front panel keypad/led board was replaced to address the issue.